Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a compromised force sensor system alarm. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.